Event description:
Information received from a journal article indicates that a patient underwent partial knee arthroplasty on unknown date. A revision procedure was subsequently performed on an unknown date for isolated medial compartment osteoarthritis, removal of loosebody and one synovectomy and chondroplasty of the patellar due to pain.

Manufacturer narrative:
The information being reported was found in the journal article titled "lateral unicompartmental knee arthroplasty through a lateral parapatellar approach has high early survivorship". Clinicalorthopaedics and related research- volume 470, number 1, january 2012. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. (B)(4).